Manufacturer narrative:
(B)(4). Dil cath: 1.5 semi-compliant. Stent: 2 xience v stents (2.75 mm, 2.25 mm). Excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a patient with severe triple vessel disease. The vessel was moderately tortuous with mild calcification. The left circumflex (lcx) and the obtuse marginal (om) were stented with two xience v stents (2.75 mm, 2.25 mm). The bmw elite guide wire was advanced and a 1.5 semi-compliant balloon was attempted, but could not cross to the om. An attempt was made to remove the guide wire, but strong resistance was noted with the vessel. Force was used to remove the guide wire, but 20 mm of the tip coil separated and remained in the lcx. A xience v stent was implanted to embed the tip coil against the vessel wall. The patient remained stable throughout the procedure and after. No additional information was provided.